Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient stated they had received shocks in the past and was hospitalized. Follow up with the physician's office was conducted. No information was available regarding the patient's hospitalization. The lead remain in use. No further patient com plications have been reported as a result of this event.